Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) was not possible as no serial number was provided. Based on the information received, the cause of the frozen screen and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During device preparation for an ep procedure, the ep4 touchscreen would no longer function and the procedure was cancelled. While troubleshooting, the ep4 touchscreen froze and would not restart in order to get to the menu screen. The procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.